Event description:
Customer reported unexplained high blood glucose readings. Customer reported a crack on top of the reservoir and stated that the o ring was exposed. Customer also reported receiving a no delivery alarm that was resolved after a complete set change. Customer's current blood glucose reading is 423 mg/dl and stated that she will treat manually. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corners, broken reservoir tube lip (exposing the reservoir tube o-ring), minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.